Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a jelco viavalve safety IV catheter had a needle that appeared dull and a catheter that was pinched at the end, preventing flow when starting an IV on a child. This occurred multiple times. The event occurred while the product was in use with a patient. There was no patient harm and no medical intervention was required.

Manufacturer narrative:
Two used viavalve devices (one without a catheter assembly) and 24 unused sister samples were evaluated. Testing found one sample with a beveled catheter tip defect, consistent with reported insertion difficulty; all other samples met specifications. No discrepancies or abnormalities relevant to the complaint.